Manufacturer narrative:
The treatment proceeded normally, and there were no known equipment malfunctions. The device history showed that the antenna lot met all material, assembly, and performance specifications. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device discarded by customer.

Event description:
The physician completed a microwave ablation treatment of a 6 cm renal mass using 3 antennas. The mass had grown rapidly from 2.5 to 6 cm prior to treatment. Following the procedure, the patient's blood pressure rapidly deteriorated. The antennas were withdrawn and additional CT imaging performed. Significant bleeding from the area of the ablation was noted. Endovascular intervention was performed twice to stabilize the patient's vital signs. The patient was stabilized and returned to ICU. The patient had a long history of coronary artery disease and an aortic stent. The patient was on anti-coagulation therapy prior to the treatment, which may have caused the rapid growth of the mass and the subsequent hemorrhage. The treatment proceeded normally, and there were no known equipment malfunctions. The patient subsequently died form complications of pneumonia in the ICU on (B)(6) 2016.